Event description:
It was reported that this right ventricular (rv) lead exhibited increasing thresholds over an unknown time frame. As a result, the patient was hospitalized and a revision procedure was performed. While attempting to reposition the lead, the helix fixation mechanism was not able to be extended and the lead could not be placed. The lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increasing thresholds over an unknown time frame. As a result, the patient was hospitalized and a revision procedure was performed. While attempting to reposition the lead, the helix fixation mechanism was not able to be extended and the lead could not be placed. The lead was removed and replaced. No additional adverse patient effects were reported.